Event description:
Patient reported "fracture/broken". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, b6, d4, d6b, g2, h4, h6.

Event description:
Patient reported right side "fracture/broken". Healthcare professional later reported "shape change, increasing asymmetry, hardening, capsular contracture baker grade IV and suspected device rupture, diagnosed by ultrasound". Device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device with 2 assessed as fold flaw opening and inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and, wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported right side "fracture/broken". Healthcare professional later reported "shape change, increasing asymmetry, hardening, capsular contracture baker grade IV and suspected device rupture, diagnosed by ultrasound". Device has been explanted and not replaced.